Event description:
It was reported that after cannulation, the surgeon identified a hole between the cannula tip and the flexible body. Blood leakage caused recannulation. The same event happened to 4 other devices of the same model.